Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor's generator exhibited out of range high shock impedance greater than 200 ohms. The patient presented to the clinic asymptomatic after receiving a notifier for the high shock lead impedance (sli). No noise observed and pacing lead impedance (pli) values were normal. All vectors were remeasured in the clinic and values obtained were normal. A competitor's technical service representative advised programming the shock vector to rv to can and to perform defibrillation threshold (dft) testing. Attempts to obtain additional information were unsuccessful. It was indicated that the patient will continue to be monitored. No adverse patient effects were reported.